Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller said they were seeing a por message that past thursday and said that the patient charged every other day or every night, then all of the sudden thursday night that message popped up. They didn't have the programmer with them during the call but would call back when they were with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient tried to charge the ins with the recharger, and they were getting a warning power on reset (por). Patient was redirected to the doctor regarding clearing the por. No patient symptoms reported.